Event description:
It was reported that crosstalk was observed on the device during the atrial capture test. Pocket manipulation was attempted and noise could be produced on the rv lead. The device was reprogrammed and no further cross-talk was observed. The patient will continue to be monitored.